Event description:
The customer reported a leak at tubing of valve pv49 of the lh500 instrument. The volume of the leak was proximately 25ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse noticed a hole at tubing of pinch valve pv49. The fse replaced the tubing at pv49 which resolved the leak. The repairs were verified per established procedures. (B)(4).